Event description:
The user alleges that while administering medication, the doctor, nurse and pt were exposed to the medication due to a crack in the syringe barrel. No treatment was required, to any persons, due to this problem.